Manufacturer narrative:
Relevant retention test strips (lot 368886) were tested in comparison with the master lot coaguchek xs pt. For this purpose two human blood samples from marcumar donors and two internal reference meters were used. Retention samples were acceptable. No error messages occurred. The reporter's meter was provided for investigation where it was tested using retention strips and controls. Testing results (qc range = 2.7 - 4.1 inr): qc 1: 3.1 inr, qc 2: 3.1 inr, qc 3: 2.8 inr. The obtained qc values were in the allowed range of the used combination master lot strip lot - qc lot. All measurements were without error messages. The maximum difference between measurements was 10.7%. Coaguchek uses human recombinant thromboplastin. Therefore, comparability to other human recombinant thromboplastins is best, whereas higher deviations can occur with other thromboplastins. However, those higher differences between thromboplastins of different (rabbit, bovine based) origin are not a coaguchek specific issue. Similar differences can be observed when a human recombinant thromboplastin-based laboratory method is compared against several other (rabbit, bovine-based) laboratory methods. Occupation - the occupation is lay user/patient.

Event description:
The initial reporter stated that she received a discrepant result when testing with coaguchek xs meter serial number (B)(4). This patient mentioned that the date setting on the meter is incorrect as it is set one year in the future. At 9:11 a.m., a sample from this patient was tested using the meter, resulting with a value of 6.3 inr. Within 7 hours, a sample from the patient was tested in the laboratory using an unknown method, resulting with a value of 3.9 inr. The laboratory value was believed to be correct and the patient's warfarin dose was lowered based on the laboratory value. No adverse events were alleged to have occurred with the patient. The patient did not receive treatment or a change in medication based on the meter result. The patient is currently in good condition. The patient's therapeutic range is 2.5 - 3.5 inr. The patient's testing frequency is once every 4 days. The patient's product was requested for investigation and replacement product was sent to the patient.